Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision knee surgery was performed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Visual inspection revealed slight deformation around the screw hole on the inferior surface. A dimensional inspection revealed that the device is within specifications. A lab analysis conducted during this investigation, concluded that the insert appeared not deformed other than the area around the locking screw, which was likely caused by the insertion of the screw. The insert was able to be assembled with an appropriately sized tibial tray, hinge, and femoral component. The screw may have been fully engaged with the insert, which could make assembly with the tibial tray more difficult. It was unclear what caused the connection issues. No further medical assessment is warranted at this time. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.